Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this . Time

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged the patient had a blood glucose of 600 mg/dl+, with moderate ketones, and symptoms including nausea, confusion, extreme weakness, blurred vision, abdominal pain, and difficulty waking up. The patient phoned hcp for advice and self-treated with an insulin injection. During troubleshooting, customer support found that the bolus totals do not match (>5% different) and the basal delivery totals in tdd do not match, variation due to known cause, the patient had suspended the pump and accessed the prime menu. The basal history did match the active basal program settings. This complaint is being reported as the patient experienced hyperglycemia related to the discrepant history readings.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the black box data revealed a partial delivery user aborted (pump) warning where 0.3016 units of a programmed 3.330 unit bolus was delivered on (B)(6) 2017 at 17:45. A fully delivered 3.05 unit bolus was fully delivered at 17:46. The black box shows on (B)(6) 2017 at 10:02 a blank basal program 4 was manually activated until 10:33 when basal program 1 was manually activated. A power on reset occurred at 10:36; deliveries never resumed. On (B)(6) 2017 at 07:00 blank basal program 4 was manually activated. Basal program 1 was manually activated at 07:19. The black box showed several additional instances of the pump being manually changed between blank basal program 4 and basal program 1. The delivered boluses were calculated for (B)(6), the delivered boluses on each day match correctly the total daily dose bolus history. On investigation, a manually-performed 10-unit audio and 10-unit normal bolus was completed. Both were accurately recorded in the bolus history and the bolus total daily dose history correctly showed 20.0 units. The pump was exercised for 24 hours without any errors, alarms or warnings and all deliveries during that time were accurate and properly recorded. The total daily dose added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint of the pump¿s bolus totals calculating a (B)(4) discrepancy during this investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked.